Event description:
Product problem with synthes uss-1 posterior spinal instrumentation system. Thoracolumbar segmental instrumentation was performed uneventfully until final tightening with the use of designated torque wrench. Upon tightening of the bolt corresponding to the r iliac screw, the collar which captures the rood to the screw was noted to splinter in half. It was replaced uneventfully. We have noticed a sudden increase in intraop/postop breakage of these collars at our academic institution after almost 20 years without problems. These breakages have all been reported to synthes representatives. I am told that the broken collar and torque wrench were both examined by the company.